Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual inspection and functional testing. Supplemental testing was performed on controller, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving bat652131, bat904076, bat904079, and bat904082. Log file analysis also revealed a controller power up event on 29-nov-2020 at 05:20:53. The data point logged in the controller's internal logs prior to the loss of power revealed that bat904079 was connected to power port one with 45% relative state of charge (rsoc) and bat904082 was connected to power port two with 98% rsoc. The data point recorded after the loss of power revealed that bat904079 was connected to power port one and bat904082 was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 38 seconds. As a result, the reported events were confirmed. (B)(6) had been lubricated prior to release. There is no evidence that the lubrication servicing had been performed on (B)(6). A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Additional products: d4: serial #: (B)(6) d9: yes, return date: 15-dec-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d4: serial #: (B)(6) d9: yes, return date: 15-dec-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) d9: yes, return date: 15-dec-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) d9: yes, return date: 15-dec-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2019 / serial #:(B)(4). UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 12-oct-2018 (B)(4). (B)(4). Heartware ventricular assist system battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial #: (B)(4). UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 29-aug-2020. (B)(4). (B)(4). Heartware ventricular assist system battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial #: (B)(4). UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 29-aug-2020. (B)(4). 6. (B)(4). Heartware ventricular assist system battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial #: (B)(4) UDI # (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 29-aug-2020. (B)(4). (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the controller and four batteries exhibited power switching associated with a loss of power to the controller and a ventricular assist device (vad) motor start. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.